Manufacturer narrative:
Complaint conclusion: as noted in the publication by lauren et al., (april 13, 2018), safety and efficacy of arterial closure devices in an office-based angiosuite, ann vasc surg 2018; 51: 10¿17, report 36 device failures for mynx. Device failure was defined as any partial or complete failure of the arterial closure device in achieving complete hemostasis; the need for additional closure assistances, such as an additional closure device, manual compression, extended recovery, or femostop; or admission in connection with the femoral access site. The devices were not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failures reported could not be determined. Based on the limited information available for review in the literature article, it is not possible to determine what factors may have contributed to the reported issues. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
"As noted in the publication by lauren et al., (april 13, 2018). Safety and efficacy of arterial closure devices in an office-based angiosuite. Ann vasc surg 2018; 51: 10¿17, report 36 device failures for mynx. Device failure was defined as any partial or complete failure of the arterial closure device in achieving complete hemostasis; the need for additional closure assistances, such as an additional closure device, manual compression, extended recovery, or femostop; or admission in connection with the femoral access site."